Event description:
It was reported to medtronic minimed that the customer experienced the air bubbles in the reservoir, an insulin flow-blocked alarm, the button error issue, and a drive count/time values or changes incorrect for moving or coasting. Too slow or too fast (pump error 37) alarm. The customer reported no adverse event. The event involved product(s) mmt-342g, mmt-1884, and mmt-431ag. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-342g. Product return was requested for mmt-1884. The customer will discontinue using the device, and the customer response was that the device will be returned. No product return is required for mmt-431ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to constant pump error 38 during rewind. Unable to confirm insulin flow block or keypad anomaly due to constant pump error 38 during rewind. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Pump error 38 and pump error 130 were recorded on 11/18/2024 at 14:23:29.000. Pump error 37 was also recorded on 11/19/2024 at 00:04:31.000. In addition, pump error 25 was also recorded on 11/19/2024 at 06:00:00.000-hour. Proceed it by cutting unit open and perform a visual inspection of all connectors and electronic assemblies. During deconstructive analysis it was determined that pump error 37, 38 and 130 were cause by a corroded motor home switch. Pump error 25 was cause by a corroded electronic assembly. The following physical damage was noted: scratched case. In conclusion unit received with constant pump error 38 during rewind due to corroded motor home switch. In addition, corroded electronic assembly was also noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.